Event description:
It was reported that some of the catheters were of different size from the others. Per investigator notification on 02apr2021 during evaluation, it was found that the catheter was found to be having incorrect french size.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. One sample was confirmed to exhibit the reported failure. 50 red rubber urethral catheters unopened in original packaging were returned. No obvious defects were seen (gross visual evaluation). The catheters were inspected to determine the french size. The lot ngdv0112 catheter was found to be a french size 18 using the french gage. Product does not meet specification per which states "french size specification is ±1 french size". A potential root cause for this failure could be "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as the reported event is confirmed as manufacturing related. The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that some of the catheters were of different size from the others. Per investigator notification on (B)(6) 2021 during evaluation, it was found that the catheter was found to be having incorrect (B)(6) size.